Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('migration of essure device location of device: bowels / perforation (other) please describe and state the location of the perforation: bowels., essure spring was puncturing my bowels'), uterine perforation ('migration of essure device, location of device: uterus; perforation (uterus)') and appendicectomy ('surgery (other) type of surgery: appendix removed,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". The patient's medical history included tonsillectomy. Concurrent conditions included overweight, uterine bleeding and endometriosis. On (B)(6) 2007, the patient had essure inserted. In january 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood altered ("hormonal changes describe: moodiness"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"), underwent appendicectomy (seriousness criterion medically significant) and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the intestinal perforation, uterine perforation, appendicectomy, pelvic pain, vulvovaginal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, mood altered, vaginal discharge, fatigue and weight decreased outcome was unknown. The reporter considered appendicectomy, dysmenorrhoea, dyspareunia, fatigue, intestinal perforation, menorrhagia, mood altered, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2008 and (B)(6) 2007 as per pfs and date(s) of removal: (B)(6) 2018 and 29 -(B)(6) 2018 for total hysterectomy and bilateral salpingectomy. Current weight 201 lbs. The coil of the essure was removed, and cautery of the cornua area was also performed with no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs was received- event "migration of essure device, location of device: uterus; perforation (uterus)", medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('mild chronic endometritis'), uterine perforation ('migration of essure device, location of device: uterus; perforation (uterus)'), gastrointestinal injury ('migration of essure device location of device: bowels / perforation (other) please describe and state the location of the perforation: bowels., essure spring was puncturing my bowels') and appendicectomy ('surgery (other) type of surgery: appendix removed,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". The patient's medical history included tonsillectomy. Concurrent conditions included overweight, uterine bleeding and endometriosis. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood altered ("hormonal changes describe: moodiness"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"), underwent appendicectomy (seriousness criterion medically significant) and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the endometritis, uterine perforation, gastrointestinal injury, appendicectomy, pelvic pain, vulvovaginal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, mood altered, vaginal discharge, fatigue and weight decreased outcome was unknown. The reporter provided no causality assessment for endometritis with essure. The reporter considered appendicectomy, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, menorrhagia, mood altered, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: descripancy noted in insertion date- (B)(6) 2008 and (B)(6) 2007 as per pfs and date(s) of removal: (B)(6) 2018 and (B)(6) 2018 for total hysterectomy and bilateral salpingectomy. Current weight 201 lbs. The coil of the essure was removed, and cautery of the cornua area was also performed with no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: uterine perforation, endometritis and pelvic pain". Most recent follow-up information incorporated above includes: on 19-sep-2019: medical record received. Event" mild chronic endometritis" was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('migration of essure device location of device: bowels / perforation (other) please describe and state the location of the perforation: bowels.') And appendicectomy ('surgery (other) type of surgery: appendix removed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". The patient's concurrent conditions included overweight, uterine bleeding and endometriosis. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient underwent appendicectomy (seriousness criterion medically significant), experienced pelvic pain ("pain"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood altered ("hormonal changes describe: moodiness"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the intestinal perforation, appendicectomy, pelvic pain, vulvovaginal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, mood altered, vaginal discharge, fatigue and weight decreased outcome was unknown. The reporter considered appendicectomy, dysmenorrhoea, dyspareunia, fatigue, intestinal perforation, menorrhagia, mood altered, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2008 and (B)(6) 2007 as per pfs and date(s) of removal: (B)(6) 2018 for total hysterectomy and bilateral salpingectomy. Current weight (B)(6) lbs. The coil of the essure was removed, and cautery of the cornua area was also performed with no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received : patient details added. Concomitant medication added. Events : migration of essure device location of device: bowels / perforation (other) please describe and state the location of the perforation: bowels, pain, hormonal changes describe: moodiness, abnormal bleeding (vaginal), menorrhagia, migration of essure device location of device: bowels, dysmenorrhea (cramping), surgery (other) type of surgery: appendix removed, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight loss, vaginal pain, she did not undergo conformation test were added. Fup 2 and fup 3 processed together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.